Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. External insulation abrasion was noted at 7.4-7.7cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 39.5-40.0cm and 43.7-44.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion was noted at 10.3-15.7cm from the distal tip. Internal insulation abrasion was noted at 7.3-7.6cm from the distal tip. The etfe coating was intact at these locations.